Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery ribbon cable becoming disconnected from the system controller was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the backup battery cover was removed to the inspect the backup battery compartment, revealing that the plastic clip used to secure the backup battery ribbon cable to the connector on the controller¿s main printed circuit board (pcb) was missing. Due to the missing plastic clip, when attempting to disconnect the backup battery from the ribbon cable, the ribbon cable would also become disconnected from the connector on the main pcb. Damage to this plastic clip did not impact the functionality of the system controller during testing. The reported event was determined to be due to a missing plastic clip on the main pcb; however, the root cause of the damage could not be conclusively determined through this analysis. Investigation also revealed wire fatigue on the returned system controller power cables and atypical power cable disconnect and low voltage advisory alarms were observed in the log file. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including backup battery fault, power cable disconnect, and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's emergency backup battery (ebb) connection came completely out of the system controller during an ebb exchange. The controller was exchanged.